Event description:
It was reported that revision surgery was performed. There was breakage of the nail.

Manufacturer narrative:
The affected intertan nail was returned and evaluated. A lab analysis was performed on the device. From the analysis conducted during this investigation, it was concluded that the 10mm intertan nail fractured by the initiation and subsequent propagation of fatigue cracking. The fatigue cracking eventually propagated to an extent that the remaining cross-sectional area of the nail could not bear the imposed patient loading, which led to an overload fracture. Fatigue cracking is caused by the nail bearing cyclic (i.e. Repeated) stresses in excess of the material endurance limit for an extended period of time. These excessive cyclic stresses may be caused by any number of conditions, including but not limited to excessive patient activity levels prior to full bone union, applications of loads in excess of the material¿s strength, and/or poor bone quality. An edxa analysis indicated that the fracture surface showed peaks corresponding to those expected from the ti-6al-4v material. No manufacturing or material deviations were found during this investigation. A clinical evaluation noted that there is no relevant supporting clinical information available at this time, and there is no report of the patient's current condition. Therefore based on insufficient information, no further clinical assessment can be performed at this time. Our investigation including a review of complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.